Event description:
It was reported that, during a cori assisted tka surgery, the check points had to be checked just before checking the tibia with the plane checker to confirm that nothing had moved and it showed an anterior slope. The surgeon prepared the tibia by burring the anterior shelf and then sawing the remainder. He said that he didn¿t agree with what cori was reading and stated that it definitively was not anteriorly sloped and proceed to finish the case. The surgery was completed, without any delay, with the same reported device. No injuries were reported. There was no over-resection.

Manufacturer narrative:
The real intelligence cori, rob10024, (B)(6), used for treatment, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. After review of the provided screenshots, it is shown that the pre-operative knee is showing 21 degrees varus, with a 24-degree flexion contracture. Since the pre-operative plan for the tibia was to remove 0mm from the medial side of the bone, it is enough for it to be sclerotic bone, which could cause the plane visualizer to teeter-totter on what the surgeon believes to be a flat cut. The medial side of the tibia will show white, since the plan was to remove 0mm. The bone will be diseased, and wouldn¿t be a perfect flat cut, although the plan was to not cut any bone medially. Since the knee is a 21-degree varus knee, the technique of milling the anterior pocket and then using a saw, would not be recommended. It is suggested to mill the entire knee, or to use a guide. It is much more challenging to predict the cut plane on a 21-degree varus knee, compared to a knee with much less varus. It is noted that on the ¿tibia bone removal¿ screen, where the plane visualizer is being utilized, that it is showing an anterior slope, but it is on the medial side of the tibia, where they planned to cut 0mm of bone. If the initial cut screen is showing white instead of green or blue, it is suggested to take 1mm to put the tibia into a little bit more varus. The most likely cause of the reported complaint is due to the patient¿s 21-degree varus knee. The techniques normally utilized for a smaller degree of varus cannot be utilized for this knee. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, the check points had to be checked just before checking the tibia with the plane checker to confirm that nothing had moved and it showed an anterior slope. The surgeon prepared the tibia by burring the anterior shelf and then sawing the remainder. He said that he didn't agree with what cori was reading and stated that it definitively was not anteriorly sloped and proceed to finish the case. The surgery was completed, without any delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).